Event description:
It was reported that during an attempted implant, no capture was observed at any location. Patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.